Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraines"), weight increased ("weight gain") and hot flush ("hot/cold flashes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, back pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, migraine, weight increased and hot flush had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: coils hanging out of tubes"), abdominal pain lower ("severe lower abdominal pain / cramping"), genital haemorrhage ("abnormal heavy bleeding") and ovarian cyst ("cysts on left ovaries") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2000, (B)(6) 2007, (B)(6) 2009, (B)(6) 2012) and uterine fibroids. Previously administered products included for birth control: mirena from 2009 to 2010 and depo provera from 2000 to 2006. Concurrent conditions included morbid obesity and condom. Concomitant products included prenatal vitamins since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain lower back pain (daily/ severe)") and dyspareunia ("pain during intercourse dyspareunia (painful sexual intercourse)"). In march 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). On 1-apr-2013, 1 month 20 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In april 2013, the patient experienced mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). In december 2014, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding( menorrhagia)/ prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), hot flush ("hot/cold flashes"), fatigue ("fatigue") and obesity ("obesity (weight gain)"). The patient was treated with aripiprazole (abilify), fluoxetine, ibuprofen (advil), panadeine co (tylenol #3), surgery (robotic assisted total laparoscopic hysterectomy b/l salpingectomy, lt ovarian cystectomy ), and surgery (left ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain lower, genital haemorrhage, back pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, migraine, weight increased and hot flush had resolved and the ovarian cyst, mood swings, vaginal haemorrhage, depression, anxiety, headache, fatigue and obesity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, obesity, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. (B)(6) 2015, CT of the abdomen and pelvis with and without contras: fallopian tube occlusion devices are noted bilaterally. These appear to be in good position, previous cholecystectomy. The liver is mildly enlarged. Surgical pathology report: uterus with bilateral tubes and ovary cyst, hysterectomy with salpingectomies and ovarian. Cystectomy cervical intraepithelial neoplasia 1 with extensive human papillomavirus effect ectocervical margin negative for dysptasla benign secretory endometrium adenomyosis bilateral paratubal cysts. Hemorrhagic corpus luteum cyst. (B)(6) 2013, hysterosalpingogram: findings: under direct visualization and following the usual preparation of the cervical os a catheter was, inserted into the cervical os. Water-soluble contrast was instilled through the catheter under fluoroscopic control. Spot films of the pelvis obtained. Impression: opacification of the proximal on, e half of the right essure micro-insert. No contrast seen distal to the micro-insert within the right fallopian tube most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Case medically confirmed. Relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: coils hanging out of tubes"), abdominal pain lower ("severe lower abdominal pain / cramping"), genital haemorrhage ("abnormal heavy bleeding") and ovarian cyst ("unilateral occlusion") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6) 2000, (B)(6) 2007, (B)(6) 2009, (B)(6) 2012) and uterine fibroids. Previously administered products included for birth control: mirena from 2009 to 2010 and depo provera from 2000 to 2006. Concurrent conditions included morbid obesity and condom. Concomitant products included prenatal vitamins since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain / lower back pain (daily/ severe)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2013, 1 month 20 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding( menorrhagia)/ prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), hot flush ("hot/cold flashes"), fatigue ("fatigue") and obesity ("obesity (weight gain)"). The patient was treated with aripiprazole (abilify), fluoxetine, ibuprofen (advil), panadeine co (tylenol #3), surgery (hysterectomy with bilateral salinpgectomy), surgery (total laparoscopic hysterectomy,bilateral salpingectomy and left ovarian cystectomy) and surgery (left ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain lower, genital haemorrhage, back pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, migraine, weight increased and hot flush had resolved and the ovarian cyst, mood swings, vaginal haemorrhage, depression, anxiety, headache, fatigue and obesity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, obesity, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, product indication updated, patient historical and concomitant condition added, concomitant drug added, events added as follows:- fallopian tube perforation, mood altered, vaginal haemorrhage, depression, anxiety, headaches, fatigue, obesity, pelvic pain, ovarian cyst. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.